Event description:
An lma classic was inserted but an adequate airway seal could not be achieved. The device was then removed and an attempt was made to reinsert the airway 2 more times. Upon final removal of the airway, it was observed that the airway tube had fractured and broken into 2 pieces. The pt was tubed and there was no incident to pt when the tube broke.

Manufacturer narrative:
The report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.